Event description:
Customer reportedly results of 212 mg/dl and 575 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.